Event description:
A pt called lfs in 2002 alleging that pt's one touch basic meter had been giving pt false high readings, whcih resulted in hospitalization. In the afternoon two days before, the pt felt dizzy, shaky, blurred vision and felt nervous. The pt tested the pt's blood glucose and obtained a reading of 327. The pt called the paramedics. When the paramedics arrived, they took the pt straight to the medical center. In the ER, they tested the pt and obtained a 43. "They first treated me with a shot of insulin cc and then I told them that they should bring my sugar up and not down, so they gave me glucose solution." The diagnoses was "low blood sugar" and the pt was released the next day. The check strip range on the back of the meter is (77-107) and when the pt did the check strip test it would read 104 not ok, 110 not ok, 102 not ok and 104 not ok. Pt claims that the meter had never been dropped. The pt has not received the new meter yet claiming in the meantime the pt is still taking the pt's set amount of oral medication and is not testing on the meter, since it is giving the pt false readings.